Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on january 26, 2018. The cause of death was low blood glucose that led to a coma. The caller stated that the customer had a feeding tube as they had trouble swallowing food and that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of admission and death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing. The customer was having difficulties using the 670g pump and was being trained. The customer was using sensors. The customer's parent stated that the customer's blood glucose was low and never checked it, but treated with orange juice and jelly. The caller agreed to return the insulin pump for analysis.

Event description:
The customer's mother stated that the customer was hospitalized due to low blood glucose which was not insulin pump related. The customer was off insulin pump therapy greater than 48 hours prior to hospitalization and was not wearing the insulin pump at the time of death.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. . Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08780 inches. Insulin pump was received with no battery installed. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer's mother stated that the customer was hospitalized due to low blood glucose which was not insulin pump related. The customer was off insulin pump therapy greater than 48 hours prior to hospitalization and was not wearing the insulin pump at the time of death.